Manufacturer narrative:
Additional information received clarified that trouble shooting was performed after customer was discharged from the emergency room and after resetting the pump, the out-of-range issue reoccurred. Customer reverted to using an alternate method of insulin therapy. B5: following statement was inadvertently included in the b5 summary and is to be removed: it was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. The customer's blood glucose level was xxx mg/dl. B3: event date was january 12, 2023.

Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings and multiple intermittent occlusion alarms occurred. Customer's blood glucose was 338 - over 540 mg/dl. Ketone level was moderate. While delivering a bolus via the pump an occlusion alarm occurred. Customer went to the emergency room (ER) and was treated with insulin pens/injections. Elevated bg/ketones resolved with no injury and customer was discharged from the ER the same day. Customer did not observe any damage to the cartridge, infusion set tubing/cannula. There was no issues with the insulin. All supplies were used within labeling. No issues were observed with the pump. Reportedly, customer reverted to using an alternate method of insulin therapy or it was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. The customer's blood glucose level was xxx mg/dl. Reportedly, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.